Event description:
Upon start up of the architect i2000k analyzer, the operator tried to improve the connection of the cable with his feet, causing the waste to be overturned, and as a result, waste spilled onto the entire electrical part of the pump, burning it. Fire in the external waste pump was present. There was no death or injury to patient or operator directly or indirectly. There was no damage to the facility. The fire was caused by user error.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.